Manufacturer narrative:
The insulin pump was received with corroded electronics assembly and motor. The insulin pump had scratched lcd window and case.

Event description:
The customer's father stated that the insulin pump was exposed to moisture. The customer's father also reported high blood glucose of 400 mg/dl. The insulin pump was returned for analysis.